Event description:
Subsequent to the initial MDR, clarified information was provided on 07/27/2023. It was reported the patient was not hospitalized and was discharged from the hospital the same day (B)(6) 2023). When the patient regained consciousness, his bg was checked and it was 243 mg/dl but he did not check to see what the cgm was displaying during this time. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - correction to remove hospitalization.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient contacted the sister and the nephew checked on the patient at home. The nephew called 911 because the patient lost consciousness. The cgm was reading 78 mg/dl and the blood glucose reading was 28 mg/dl by the ambulance staff/nurse. The patient was treated with IV glucose and carbohydrates and hospitalized for 1 day. At the time of the report, the patient felt better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.